Event description:
The complainant reported an automated impella controller was in use when the controller cart leg broke and the console fell to the floor. Further details are unknown.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - cart issue issue and aic - damage during therapy has been completed. Some minor markings were found on some parts of the front and rear housing but the console still functions normally, there were no issues found during the case. The device functioned/operated to specification. The aic cart was not returned and the cause of the issue was not determined since product was not returned.